Event description:
It was reported a spectrum pump's door was malfunctioning. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported malfunctioning door was confirmed and reproduced during the device investigation as a door not fully latched alarm while attempting to close the door with a loaded set. This condition was determined to have been caused by a failed lower link switch. The lower auxiliary assembly (including the link switch) was replaced.